Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens and the patient's posterior capsule collapsed. The lens was removed, a vitrectomy was performed and an acl was implanted. Sutures were required. The reporter stated the incident was caused by the patient's pre-existing weak zonules.

Manufacturer narrative:
(B)(4) (no product allegation): no lens in unit carton. Evaluation: conclusion: based on the complaint history, the root cause of the event is a pre-existing patient condition. (B)(4).